Manufacturer narrative:
Visual inspection of the returned oval bur on 08-jan-2016 confirmed customer report that the bur head broke off the shaft at the etch line. This lot was manufactured on 21-oct-2014. This lot contained (B)(4) units. (B)(4). There were no discrepancies noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. A two-year review of complaint history for this product shows there have been six (6) similar reports of bur breakage. During this same two-year period, a total of (B)(4) units were shipped worldwide making the rate of occurrence for this failure mode (B)(4) percent. This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported to be related to failure mode. A CAPA investigation has been opened due to an escalation of complaints of this nature for this product family. A manufacturing issue has been identified as the likely cause of breakage at the etch line. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged.

Event description:
The customer reported that during an ankle fusion procedure on (B)(6) 2015, the 4 x 8mm oval bur head broke off at the etch mark while being used. The broken portion fell into the surgical site and was retrieved with a 2-minute delay being reported. The procedure was completed successfully and no injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.